Manufacturer narrative:
The customer's cobas liat analyzer (s/n(B)(4)) was returned for evaluation and repair. From the inspection, it was identified that a baseline/background shift appears to have occurred due to a disturbance or potential tube leak. The alleged runs # 1832 and #1835 are confirmed to have been called incorrectly positive for all targets due to this leak. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results for 2 patients¿ samples tested using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system. The customer reported that on (B)(6) 2021 they generated a sars-cov-2 positive, influenza a positive and influenza b positive result for a patient¿s sample. The patient¿s same sample was repeat tested analyzed on a different cobas liat system and generated a sars-cov-2 negative, influenza a negative and influenza b negative result. On (B)(6) 2021 the customer generated a sars-cov-2 negative, influenza a negative and influenza b positive result for a 2nd patient¿s sample. The patient¿s same sample was repeat tested on the initial and a different cobas liat system as well as the qiagen each instrument generated a sars-cov-2 negative, influenza a negative and influenza b negative results. Patient samples was collected using nasopharyngeal media type not provided. The customer confirmed there was no allegation of harm to the patients. The negative result was reported out to patient #1 and the influenza b positive result was reported out to patient #2 and/or personnel treating the patients. Two (2) mdrs will be filed, one for each patient, as per FDA guidance.